Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and passed. Performed a pairing test with nordic bluetooth device and failed. Performed transmitter functional test: passed a review of the downloaded receiver log showed no data.the customer complaint was confirmed because there was an indication of transmitter loss of connection in the bin tool analysis. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported event of a loss of connection was confirmed via data. A root cause could not be determined. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.